Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have a blood pressure cuff that gave a reading of a good heart rate and then they checked the device with the programmer and it showed they have been in afib (atrial fibrillation). The patient stated they are concerned that the readings are incorrect. The patient also stated that they received an inappropriate shock from their implantable cardioverter defibrillator (ICD) and they needed to go to they physician to have their settings changed. The device remains in use. No further patient complications have been reported as a result of this event.